Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent, patient not feeling well and abdominal pain. The breach was not further specified. On an unspecified date, the patient was treated with vancomycin (intraperitoneally, no further details reported) for peritonitis. On an unspecified date, treatment with vancomycin was stopped and oral ciprofloxacin (further details not provided) was started. The patient was never hospitalized for the event. The patient¿s outcome and the action taken with pd therapy were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.